Manufacturer narrative:
The affected device was manufactured in august 2010 and was analyzed onsite by dräger service. During the analysis the reported problem could be confirmed, and a faulty pcb sensor was determined to be the root cause. The device was repaired by replacing the affected pcb. The airway pressure sensor s5 is calibrated automatically during use. If a malfunction causes a failed calibration, the device generates a visual and acoustical alarm. Furthermore, the ventilation is stopped as the monitoring of the airway pressure is no longer possible. According to the IFU, an alternative independent ventilation device has to be used instantly in this case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device generated an alarm "s5 error" during use and stopped ventilation.